Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a motor error alarm and two no delivery alarms on the insulin pump. Customer's blood glucose level was 123 mg/dl. Customer was assisted with clearing the alarm. Customer uses the sensor feature on the pump. Customer was getting ready to go to bed when the alarm occurred. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was able to complete the rewind sequence. Customer was advised to return the pump with the battery and zero out the basal rates. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer will keep using the pump and will monitor it. Customer was offered to troubleshoot for the motor error and no delivery alarms, but customer declined for the no delivery alarm. Customer declined to send the pump back and wants to keep using it. No additional information provided.